Event description:
On (B)(6) 2012, the reporter contacted animas alleging that starting on (B)(6) 2012, the pump kept emitting a low battery alarm and then shutting off completely. The patient has changed battery 5 times since yesterday. The pump lost power again this morning and another battery was inserted, but still no power. The patient has switched to a back-up plan. The battery cap has never been changed, and the pump has been in use 10 months. The user manual instructs that the battery cap should be replaced every 3-6 months. There is no reported blood glucose excursion related to this issue. This issue is being reported as the intermittent power issue has not been resolved.

Manufacturer narrative:
Follow up #1 submitted: 10/28/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets in the black box as well as replace battery warnings. On examination, there was no damage to the battery compartment or the battery cap. The battery cap was tested and found to be functional, without defect and within specifications. The pump was opened for further investigation and did not reveal any evidence of internal moisture or damage to the power circuit. The pump was returned with the audio bolus button detached. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.